Manufacturer narrative:
Lot number - requested but unknown. Expiration date - requested but unknown due to lot number being unknown. UDI - requested but unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - requested but unknown due to lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The product lot number was unknown, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that the bypass tube was already detached from the carrier tube tip on the angio-seal device when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The bypass tube was left in the pouch. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was a pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was unknown. The vessel diameter is unknown. There was no health damage to the patient. There were no devices or equipment used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on historical data, the reported event may be related to improper opening of the polyfoil pouch. Past complaint, records have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. The IFU states: "remove the angio-seal device contents from the foil package by opening the package at the arrow indicator taking care to pull the foil seal apart completely before removing the angio-seal device."